Event description:
Related to MFR re#2183959-2010-00380; 2183959-2010-00058. On (B)(6) 2007, the patient had a sling implanted for urinary incontinence using the "monarch" system. On (B)(6) 2008, post-operative follow-up: the patient indicated she has had pain since the surgery between her vagina and rectum. The pain is worse with bowel movement. The graft material used in specific pelvic repairs in not identified in the following information. On (B)(6) 2008: continues to have pain at her introitus and is unable to sit for any length of time. "If she does, the pain radiates up her labia and it is very uncomfortable. She also complains of pain in her tailbone, especially when she sits. The tail end of the porcine graft is excised up approximately 1.0cm, as well as tissue consistent with chronic inflammation and hemorrhage. On (B)(6) 2008: physical exam assessment - unspecified ulceration of vulva, erythema and pelvic pain-medication is prescribed. On (B)(6) 2008: "since she has had this pain for the last three months or more, she votes for the attempt at incision" on (B)(6) 2008, the physician removed an area of skin on the edge of the porcine graft that was tender. On (B)(6) 2008: "the patient has some pain and difficulty with bowel movements, which she states appeared after her surgery was done." On (B)(6) 2008: continues to have an issue with "evacuatory dysfunction." This manifests itself as pelvic discomfort and is worse with defecation. On (B)(6) 2009: physician ' 'observes that patient has trouble walking, is more comfortable laying on her side, and seems to be in genuine pain. Patient is unable to hold down a job or do normal activities because of pain." She is presently on medication.